Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) could feel the device tubing on right side of pennis; therefore, a surgical procedure was performed, during which cylinders and pump were removed and replaced. There were no device issues and no further patient complications reported.